Event description:
The manufacturer received information regarding a dreamstation auto CPAP . The device was returned to a third party service center. During visual inspection of the device, corrosion was found in connector. This report is being submitted for the corrosion in connector during service. There was no allegation of serious or permanent harm or injury. The device was scrapped.